Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when utilizing the suction. A second suction was used, without resolution. It was reported that the second suction was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.